Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert found on oct 19, 2021. Device passed the self test, displacement test, active current measurement and sleep current measurement. Device was monitored for several days and no low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor assembly noted. However, corrosion were found on the vibrator assembly and battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and failed batt test or battery failed alert were not confirmed. However, corrosion were found on the vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.